Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain') and genital haemorrhage ('abnormal bleeding (general), general abnormal. Bleeding') in an adult female patient who had essure (batch no. 787215) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test." The patient's concurrent conditions included tremor since 2017, asthma since (B)(6) 2011, adhd, penicillin allergy, vaginal yeast infection, panic attacks, pelvic pain, prolapse and fallopian tube spasm. Concomitant products included amfetamine (amphetamine), amfetamine aspartate; amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2002, celecoxib (celexa), citalopram, clonazepam since 2017, fluoxetine hydrochloride (prozac), fluticasone propionate (flovent) since 2006, ketorolac tromethamine (toradol), prazosin since 2017 and salbutamol (albuterol) since 2000. In 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding ( menorrhagia), menorrhagia (heavy menstrual bleeding)") and was found to have weight decreased ("weight gain/loss(specify which one) loss"). In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2011, the patient experienced nausea ("nausea"). In (B)(6) 2012, the patient experienced mood swings ("mood swings"), mental disorder ("mental/nervous breakdown"), depression ("depression, psych injury") and anxiety ("anxiety"). In 2012, the patient experienced migraine ("migraines / headaches"). In 2016, the patient experienced teeth brittle ("dental problems/teeth extractions(brittle teeth)"). In 2017, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced inflammation ("inflammation"), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). The patient was treated with hydrocodone, hydrocodone bitartrate;paracetamol (vicodin), iron, surgery (hysterectomy (partial) done on (B)(6) 2012) and tooth extraction. Essure was removed on (B)(6) 2012. At the time of the report, the abdominal pain lower, genital haemorrhage, dysmenorrhoea, vaginal haemorrhage, menorrhagia, female sexual dysfunction, mental disorder, depression, anxiety, bladder disorder, urinary tract disorder, inflammation, pelvic pain and abdominal pain outcome was unknown and the mood swings, migraine, nausea, teeth brittle and weight decreased had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, bladder disorder, depression, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, inflammation, menorrhagia, mental disorder, migraine, mood swings, nausea, pelvic pain, teeth brittle, urinary tract disorder, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight 123 lbs. 3 trailing coils remaining at the end of the procedure on both sides. Insertion date provided in pfs (B)(6) 2011, 2010. Plaintiff have not undergone essure removal and neither planning for it. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: anxiety, menorrhagia, dysmenorrhea. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received new event added pelvic pain, abdominal pain. Event outcome added dental problems, hormonal changes, headaches, nausea, weight loss. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 787215) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". The patient's concurrent conditions included tremor since 2017, asthma since (B)(6) 2011, adhd, penicillin allergy, vaginal yeast infection, panic attacks, pelvic pain, prolapse and fallopian tube spasm. Concomitant products included amfetamine (amphetamine), amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2002, celecoxib (celexa), citalopram, clonazepam since 2017, fluoxetine hydrochloride (prozac), fluticasone propionate (flovent) since 2006, ketorolac tromethamine (toradol), prazosin since 2017 and salbutamol (albuterol) since 2000. In 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding ( menorrhagia)") and was found to have weight decreased ("weight gain/loss(specify which one) loss"). In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2011, the patient experienced nausea ("nausea"). In (B)(6) 2012, the patient experienced mood swings ("hormonal changes describe: mood swings"), mental disorder ("psychological or psychiatric problems condition: mental/nervous breakdown"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). In 2012, the patient experienced migraine ("migraines / headaches"). In 2016, the patient experienced teeth brittle ("dental problems/teeth extractions(brittle teeth)"). In 2017, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced inflammation ("inflammation"). The patient was treated with hydrocodone, hydrocodone bitartrate;paracetamol (vicodin), iron, surgery (hysterectomy (partial) done on (B)(6) 2012) and tooth extraction. At the time of the report, the abdominal pain lower, genital haemorrhage, dysmenorrhoea, vaginal haemorrhage, menorrhagia, mood swings, female sexual dysfunction, mental disorder, depression, anxiety, bladder disorder, urinary tract disorder, migraine, nausea, teeth brittle, weight decreased and inflammation outcome was unknown. The reporter considered abdominal pain lower, anxiety, bladder disorder, depression, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, inflammation, menorrhagia, mental disorder, migraine, mood swings, nausea, teeth brittle, urinary tract disorder, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight (B)(6) lbs. 3 trailing coils remaining at the end of the procedure on both sides. Insertion date provided in pfs ((B)(6) 2011). Plaintiff have not undergone essure removal and neither planning for it. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: anxiety, menorrhagia, dysmenorrhea. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received: previously reported event "injury nos" replace with "mood swings", events- "abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia),apareunia (inability to have sexual intercourse), mental/nervous breakdown, bladder or urinary problems or changes, migraines / headaches, nausea, dental problems,dysmenorrhea (cramping), lower abdominal pain, weight loss, she did not undergo essure confirmation test" and inflammation, lot number, new reporters ,concomitant drugs, conditions and treatment drugs were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation'), pelvic inflammatory disease ('pelvic inflammatory disease') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 787215) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included pap smear abnormal and weight gain. Concurrent conditions included tremor since 2017, asthma since (B)(6) 2011, adhd, penicillin allergy, vaginal yeast infection, panic attacks, pelvic pain, prolapse and fallopian tube spasm. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2002, celecoxib (celexa), citalopram, clonazepam since 2017, dexamfetamine (dextroamphetamine), fluoxetine hydrochloride (prozac), fluticasone propionate (flovent) since 2006, ketorolac tromethamine (toradol), prazosin since 2017 and salbutamol sulfate since 2000. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced abdominal pain lower ("pain"). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia, heavy menstrual bleeding)") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight decreased ("weight gain/loss(specify which one) loss"). In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2011, the patient experienced nausea ("nausea"). In (B)(6) 2012, the patient experienced mood swings ("hormonal changes described as mood swing"), mental disorder ("mental/nervous breakdown"), depression ("depression, psych injury") and anxiety ("anxiety"). In 2012, the patient experienced migraine ("migraines"). In 2016, the patient experienced teeth brittle ("dental problems/teeth extractions(brittle teeth)"). In 2017, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with uterine infection, inflammation ("inflammation"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), cystitis ("infection (bladder)"), vaginal infection ("infection (vaginal)"), fungal infection ("yeast infection"), dyspareunia ("dyspareunia (painful sexual intercourse)"), arthralgia ("joint pain"), back pain ("back pain") and headache ("headache"). The patient was treated with hydrocodone, hydrocodone bitartrate;paracetamol (vicodin), iron, surgery (hysterectomy (partial) done on (B)(6) 2012, essure removal) and tooth extraction. Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, pelvic inflammatory disease, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, mental disorder, depression, anxiety, urinary tract infection, inflammation, pelvic pain, abdominal pain, abdominal pain lower, dysmenorrhoea, cystitis, vaginal infection, fungal infection, dyspareunia, arthralgia, back pain and headache outcome was unknown and the mood swings, migraine, nausea, teeth brittle and weight decreased had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, fungal infection, genital haemorrhage, headache, inflammation, menorrhagia, mental disorder, migraine, mood swings, nausea, pelvic inflammatory disease, pelvic pain, teeth brittle, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight 123 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Gynaecological examination - on (B)(6) 2011: 3 trailing coils remaining at the end of the procedure on both sides. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: anxiety, menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: quality-safety evaluation of ptc - new: it was detected that record # (B)(4) (medwatch 3500a MFR number 2951250-2019-03293) was a duplicate to this record (B)(4)) to which all information was transferred, then duplicate record # (B)(4) will be deleted. New information from duplicate record: new lawyer reporters,one clinic added. Essure inserted on (B)(6) 2011 (prev: 2010). Medical history added: pap smear abnormal ,weight gain events added: uterine perforation (replaced abdominal pain as reason for essure removal), pelvic inflammatory disease with symptom uterine infection, infection vaginal, yeast infection, dyspareunia (painful sexual intercourse), joint pain, back pain, and headache. The event bladder problems was updated to bladder infection and the event urinary disorder was updated to urinary tract infection. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.